Event description:
Complainant alleged that while driving in a car, the (B)(6) male, ems chief complained of not feeling well and then slumped over. The device was immediately attached to the patient and returned a "no shock advised" determination for a rhythm that appeared to be shockable. A second analysis was then performed, and the device returned a "shock advised" determination. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.